Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist requested customer to provide patient details to proceed with troubleshooting, no response received form the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that orders are not crossing from epic causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.